Event description:
It was reported that the head of the femoral component disassociated from the bipolar liner. The doctor suspects the disassociation occurred during an attempted closed reduction of a dislocated hip. The bipolar liner and head were replaced with devices of the same type.